Event description:
It was reported that on a plif case at levels l4-l5, the surgeon was doing final tightening of the nut and the collar broke in half right under the saddle. The surgeon used another collar and nut and completed the case without further incident. Prior to the procedure, a rod introducer from the same set was found to have a broken tip, and was set aside and not used during the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. Instrument was manufactured in accordance to the manufacturing process & drawings. This compaint was deemed invalid from a manufacturing standpoint.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Product development event evaluation: the results of this evaluation indicated each process was carried out according to the engineering specifications. Mechanical testing showed that this collar was susceptible to fracture within the rod slot at the root of the grooves. Testing has shown that this collar will not crack under high torsional loads. The overall analysis of our investigation has indicated that no root cause can be found for the reported complaints.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Maude adverse event report, report # (B)(4)was identified by post market surveillance. A copy of the report will be included in this report. This is 2 of 2 reports for complaint #(B)(4).